Manufacturer narrative:
Additional narrative: the additional evaluation indicated that the parts were received loose in a bag. The key could not be freely rotated using simple tools. The disposition is deemed indeterminate as the root cause of the failure of the key to rotate cannot be determined at this point. The additional evaluation request was performed. It stated that the key test into the dhhs plate is performed in the monument co facility. The rotational gauge required was not available in the (B)(4) facility. The tools and process to dis-assemble the dhhs plate were not available in the (B)(4) facility to verify the features that could affect key rotation. There was no direct measurement specified that (B)(4) can measure to verify the correct key insertion depth other than free rotation. The disposition is deemed indeterminate as the root cause of the failure of the key to rotate cannot be determined at this point. The investigation is ongoing. The product development event evaluation indicated that this part had a date of manufacture of 8-apr-2008. It was part of the synthes large fragment lcp system used with the lcp dynamic helical hip system. The sc reported that during a surgery, plates would not key. The sc reported he was able to key one lcp side plate and later, an additional four plates. The manufacturing evaluations for each of the returned parts concluded that the product met all requirements upon release and that the product complaint could not be verified. A potential manufacturing discrepancy was observed on the returned part. The investigating engineer observed that the measured length that the specified length for l3 is 6.2mm. The measured length is approximated to 7.7mm. The investigating engineer observed that the length for the key sub-assembly is specified to be 29.5mm. The slotted sub-assembly measured length was approximated to 19mm. A review of the archived drawings for the entire set revealed a possible source for the issue. The returned part was reviewed for conformance. The plate was fabricated from 316l ss which is typical material used for a plate of this type. Key sub-assembly was specified for the returned part of the specified length. The key sub-assembly was fabricated from 316l ss which is typical material used for a sub-assembly of this type. The plate was electropolished and passivated after etching per procedure. The part was confirmed for shot peening per procedure. The design and clinical risk assessment for the plate addresses compatibility of the instrument. The dimensions, materials, and finishing processes are appropriate for a robust plate of this type at the time of manufacture and the design is deemed adequate for the intended use. The manufacturing evaluation is on-going.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as the device was not returned. Placeholder.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. (B)(4).

Event description:
It is reported that two lcp side plates had issues during surgery and four lcp side plates that needs to undergo evaluation. The surgeon was repairing a hip fracture and placed one lcp plate in which the plate would not key, the surgeon then placed a second plate and the second plate would not key either. The surgeon elected to add a compression screw to help maintain rotation and implanted the second lcp side plate. After surgery, the sales consultant decided to test all the plates present during the case. It was reported that the sales consultant was able to key the first lcp side plate that the surgeon had problems with first. The sales consultant was also able to key the last four plates as well. The surgery was completed successfully with 15 minutes delay in surgery. This is report 6 of 7 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: the manufacturing evaluation indicated that the parts received were loose in a bag with other dhs plates. Dhs plates had keys installed. Products met all requirements upon release. Product complaint could not be verified through manufacturing evaluation.